Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited a pump malposition. A surgical procedure was performed, during which it was determined that the issue was due to inadequate tubing length (too short). The pump was replaced, and no patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with malposition and length too short may have been due to a potential measurement error. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.